Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. The distal end of the catheter appeared to be intentionally cut. After the sample failed functional testing, the distal lumen was microscopically examined. A small hole was detected at the junction of the distal luer and extrusion. The outer diameter of the returned distal lumen measured to be 2.13 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the distal lumen measured to be 1.49 mm which is within specifications of 1.42-1.49 mm per product drawing. This indicates that the wall thickness measured within specifications. The returned catheter body measured to be 145 mm which indicates at least 175 mm were cut and not returned for investigation per product drawing. All three lumens were initially flushed using a water-filled lab inventory syringe to ensure no blockages were present. The distal end of the catheter was then clamped and each lumen was pressurized using a water-filled lab inventory syringe. When the distal line was pressurized, a small leak was detected near the luer. No leaks were detected in the other lines. A manual tug test confirmed all three luers were fully secured to their extension lines. A device history record review was performed with no relevant findings identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal lumen contained a small hole adjacent to the luer. A device history record review was performed with no relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer reports the luer-lock connection (brown head) near the catheter has a leak issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the luer-lock connection (brown head) near the catheter has a leak issue.